Manufacturer narrative:
The insulin pump received stuck in flashing white lcd with audio beeps due to cracked lcd controller. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify constant tone anomaly due to flashing white lcd. Unit received with scratched casing, minor scratches on lcd window and pillowing key pad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a constant tone. The customer's blood glucose level was 185 mg/dl at the time of the incident. The customer states there is no alarm followed the tone and the continues after removing and reinserting the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.